Manufacturer narrative:
(B)(4). Complaint is confirmed from the visual inspection of the returned tibial articular surface provisional (tasp) which exhibits signs of repeated use (nicked and gouged) and is fractured on lateral side of post, all pieces returned. DHR review found no deviations/anomalies. Surgical notes were not provided; however, it was reported that the surgeon hit the tasp with a mallet. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The persona surgical technique describes the proper usage of the tasps. The technique warns users not to impact the tasp construct, as well as provides instruction on how to properly insert & remove the tasps/shims (to prevent the need for levering/torquing the handle). The root cause is considered to be a misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon was trailing the knee and used a mallet to seat the poly because it was a bit too tight causing the device to fractured.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.